Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Poly swap after 23 years. Some osteolysis around the medial and lateral flange a few mm and distal femur had a few centimeters of osteolysis. Loosening occurred of the tibial component occurred at the bone to implant interface. Doi: (B)(6) 1994; dor: (B)(6) 2017; left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.